Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08021 . (B)(4). It was reported that in-stent restenosis (isr) and angina occurred. In (B)(6) 2012, the patient presented with stable angina and was admitted for scheduled staged procedure to the right coronary artery (rca). The target lesion was located in the distal rca with 75% in-stent restenosis and was 16mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with direct stent placement using a 2.75 x 20 mm promus element plus study stent. Following post-dilatation, residual stenosis was 0%. In (B)(6) 2015, the patient presented emergently with exertional chest pain, was hospitalized and referred for a scheduled cardiac catheterization on the same day. Three days later, the 95% isr of the previously placed taxus liberte stent and 2.75x12mm promus element¿ plus stent in the mid rca was treated with pre-dilatation and placement of a 3.5 x 24 mm promus premier des. Following post dilatation, residual stenosis was 0%. On the same day, the 70% stenosis of the proximal rca was treated with pre-dilatation and placement of a 3.5 x 20 mm promus premier des. Following post dilatation, residual stenosis was 0%. The following day, the event was resolved and the patient was discharged on aspirin and clopidogrel.